Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, open clamps on unused supply lines were reported and are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that both unused supply lines were capped but had open clamps. The power was cycled to clear the alarm and therapy was discontinued. Proper procedures were reviewed with the caregiver. It was unknown how the patient would complete therapy. The caregiver was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.